Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Once the investigation has been completed, a supplemental report will be submitted with results of the device evaluation.

Event description:
A user facility reported to olympus that the olympus cv-190 produced a red image when used with olympus series 190 scopes. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The report type was inadvertently left blank on the initial report. B1 has been updated to product problem. The device was returned to olympus for evaluation and the issue reported by the customer was confirmed. As a result of the physical inspection and functional testing of the device, olympus has concluded that the printed circuit board failed, most-likely due to deterioration from repeated use over an extended period of time. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.